Manufacturer narrative:
H3: analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Pump interrogation upon receipt indicated that the pump was delivering fentanyl (4,000.0 mcg/ml at 2,398.3 mcg/day), clonidine (1,500.0 mcg/ml at 899.4 mcg/day), and bupivicaine (25.0 mg/ml at 14.989 mg/day). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, and it was reported that the pump replacement resolved the motor stall and the patient¿s symptoms.

Manufacturer narrative:
(Date manufacturer received) ¿ corrected information: the correct date for MDR fu1 is 2020-09-24. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving fentanyl at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's personal therapy management programmer (ptm) was showing an 8476 error code, indicative of a motor stall. The patient had also been hearing a critical pump alarm since that morning and had been experiencing withdrawal symptoms, specifically a lot of pain in their legs, for the last couple days. The patient's pump was interrogated on (B)(6) 2020 and the logs showed that the pump had stalled the night before and had not restarted. The patient noted that they had been helping their friend install a pool pump the day before. An intervention was planned but had not yet occurred at the time of the report. The issue was not considered resolved at the time of the event.